Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. 816062) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, parity 3, multi gravida, pelvic discomfort, post coital bleeding, brain fog, endometriosis, alcohol use, smoker (cigarettes: 1 1 /2 pack per day.), painful intercourse, anxiety, brain fog, tingling, menses irregular, light headedness, dizziness, back pain, cervical cancer, pain in hip, constipation, bloating, lower abdominal pain, hypertension, parity 2 and multi gravida. Previously administered products included: oral contraceptive nos, mirena and yaz. Concurrent conditions were listed as pelvic pain female and headache. Concomitant products included diclofenac, ondasetron [ondansetron hydrochloride], ketorolac, ibuprofen, hydromorphone, diclofenac and acetaminophen (paracetamol). On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: bilateral fallopian tube embolization coils are noted. The hysterosalpingogram shown a normal endometrial cavity with no sign of opacification to either fallopian tube. [Pathology test] on (B)(6) 2014: surgical pathology consultation: clinical history: cyst right breast: apocrine metaplastic cyst, benign macroscopic: right breast: cyst right breast. The specimen consists of a 0.6 x 0.4 x 0.3 cm fragment of fibro adipose tissue. The outer surface is inked blue. Sectioning reveals a 0.3 x 0.2 x 0.1 cm unilocular cyst with a <0.1 cm thick wall and filled with a clear viscous fluid. Em/cl final diagnosis cyst, right breast: apocrine metaplastic cyst, benign; on (B)(6) 2022: final diagnosis: endometrial biopsy- irregular developed secretory endometrium, no endometritis, hyperplasia or carcinoma microscopic: there are multiple pieces of endometrium. The surface is somewhat irregular. The glands range from fairly narrow and straight to moderate in caliber and curved/serrated. There is some luminal secretion. The findings are those of secretory endometrium although this appears somewhat unusual with irregular development. Endometritis, hyperplasia and carcinoma are not seen; on (B)(6) 2023: final diagnosis a: cervix, uterus, and bilateral fallopian tubes: uterine cervix excised, negative for intraepithelial lesion or malignancy (nilm). Weakly proliferative endometrium, negative for hyperplasia or malignancy. Unremarkable myometrium essure coils in place in the bilateral fallopian tube isthmi. The distal bilateral fallopian tubes are histologically unremarkable. Macroscopic specimen site: uterus, cervix, and bilateral fallopian tubes specimen: uterus and cervix and bilateral fallopian tubes and bilateral essure resection specimen: uterus attached cervix and detached portions of bilateral fallopian tubes. Endometrial cavity & endometrium: the endometrial cavity is pale tan and mildly hemorrhagic. There is a possible pale tan poly present measuring 1.0 cm in maximum dimension. There are 2 coils present from the uterine cavity extending to the base of the fallopian tube. Myometrium: the myometrium is pale tan and trabeculated with no masses or lesions. Other: one fallopian tube with fimbriated end (6.3 cm in length x 0.4 cm in width): there is a grey coil present within the proximal portion of the fallopian tube. The outer surface and cut surfaces are both unremarkable. The portion of the fallopian tube with the grey coil has not been sectioned other fallopian tube with fimbriated end (6.0 m in length x 0.5 cm in width): there is a grey coiled present within the proximal portion of fallopian tube. The outer surface and cut surfaces are both unremarkable. The portion of fallopian tube with grey coil has not been sectioned [ultrasound scan] on (B)(6) 2019: findings: the uterus is normal in size and appearance with a uniform endometrial echo measuring 4 mm. Both ovaries are normal in appearance. No adnexal lesion identified. There is no free fluid. Impression: normal pelvic ultrasound. Lot number: 816062; manufacture date: 2011-01; expiration date: 2014-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-oct-2023: medical record received. Surgical pathology report received. Medical history, concomitant conditions, concomitant drugs, lab data added. Amendment: pregnancy with contraceptive device and device ineffective removed as event. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. 816062). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure device on (B)(6) 2023). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Lot number: 816062. Manufacture date: 2011-01. Expiration date: 2014-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jul-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. 816062). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6)2023. The patient was treated with surgery (surgery to remove the essure device on (B)(6) 2023. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.